Event description:
During a percutaneous endoscopic gastrostomy (peg), the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported that the peg tube was inserted on (B)(6) 2021 and secured but did not remain in the intended location. The peg tube dislodged on (B)(6) 2021. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU indicates the following potential complications: ¿potential complications associated with placement and use of a peg tube include, but are not limited to: bronchopulmonary aspiration and pneumonia, respiratory distress or airway obstruction, peritonitis or septic shock, colocutaneous, gastrocolocutaneous or small bowel fistula, gastric dilatation, sigmoid intra-abdominal herniation and volvus, persistent fistula following peg removal, esophageal injury, necrotizing fasciitis, candida cellulitis, improper placement or inability to place peg tube, tube dislodgment or migration, hemorrhage, and tumor metastasis.¿ the IFU includes the following warnings: ¿excessive traction on the gastric feeding tube may cause premature removal, fatigue or failure of the device.¿ "warning: the bolster should sit close to the skin but not tight against the skin." The IFU states the following: "using the enclosed scalpel, make a 1 cm long incision through the skin, subcutaneous tissue. Caution: a smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia." The IFU indicates the following: ¿important: use the twist lock or cable tie to secure the bolster to the tube. This will prevent future migration of the tube.¿ prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.